Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor broke. The serter did not release the sensor after second button press and needle hub was stuck in the serter. Customer's blood glucose level was 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor separated from insertion needle. We were unable to confirm customer received sensor in said condition due to customer returning sensor opened/used. Complaint was against serter.